Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the camera cable break due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the subject device was not functioned and the camera cable of the subject device was damaged which was overstretched at the unspecified timing. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and identified the camera break. It also found that the image of the subject device was not displayed. There was no patient injury associated with this report.